Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture due to coronal plane deformity caused by ankle sprain.

Manufacturer narrative:
There were no deviations reported in the DHR for part no. 400-140, lot no. 0808048. All released parts were within specification. Visual examination confirms the poly is broken.